Event description:
The facility stated that the surgeon implanted a aq1016v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was cut to pieces to remove from the eye without enlarging the incision. No patient injury. The injector and cartridge model and lot numbers were not specified by the facility.